Event description:
The patient developed a pancreaticojejunal anastomosis stricture after a previously performed whipple procedure. In an attempt to place a stent in the strictured area, the physician performed a rendezvous procedure with endoscopic ultrasound guidance. After three passes, a cook endoscopy echo tip ultra endoscopic ultrasound needle was inserted into the pancreatic duct in preparation to insert a wire guide through the needle and across the strictured area. During advancement of the needle into the pancreatic duct, the needle broke and detached inside the pancreas. An attempt to remove the detached needle was not made during the endoscopic ultrasonography procedure. The physician stated that a surgical procedure is needed to treat the strictured area. At that time, the needle will be removed. On (B) (6) 2010, the needle was surgically removed from the patient. The patient has not experienced any adverse effects due to the needle detachment and removal. Information regarding whipple procedure: the whipple procedure (or pancreaticoduodenectomy) is major surgery involving resection of the pancreas head and other neighboring anatomy. This is performed so that the diseased area can be treated (i.e. Cyst, tumor, etc.). The pancreas and neighboring anatomy is reassembled to allow return of bodily function. Information regarding rendezvous procedure with endoscopic ultrasonography: the rendezvous procedure is a cannulation method used when conventional wire guide cannulation of the ampulla or strictured area cannot be achieved. The rendezvous procedure with endoscopic ultrasonography involves transgastric insertion of an ultrasound needle. The ultrasound needle is advanced through the gastric wall into the pancreatic duct so that a wire guide can be advanced through the needle, into the pancreatic duct and across the stricture. With the wire guide extending from the stricture, another endoscopic accessory (such as a snare) is used to capture the wire guide and this allows retrograde cannulation. Once cannulation is achieved, stent placement or other therapies can proceed.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report of needle breakage. Upon visual examination, we confirmed the 19-gauge needle has broken and detached from the needle device near the distal end. The broken and detached section of the needle is approximately 3.7 cm in length. The area of needle breakage was viewed under magnification. The severed area is jagged in appearance and exhibits slight bending of the needle material. One side of the jagged area is extending outward slightly, creating a rough edge. The outer sheath of the needle exhibits a damaged area that is 3.7 cm in length at the distal end of the device. The nature of the outer sheath damage includes a severe kink located 3.7 cm from the distal end and the outer sheath also exhibits a split. This split begins at the area of the severe kink and ends at the very distal end of the outer sheath (split is 3.7 cm in length). The location of the outer sheath damaged area is such that if the needle is in the retracted position, the beginning of the damaged area is directly in line with the area of the needle breakage. The appearance of the damaged needle and outer sheath suggest that while the needle was in the retracted position, an outside force and/or another device caused the needle breakage and outer sheath kink at the area located 3.7 cm from the distal end. If needle extension was performed with the needle and sheath damaged in this way, it is likely the rough edge of the broken needle caused the outer sheath to split beginning at 3.7 cm from the distal end, moving towards the very distal end. Detachment of the broken needle likely occurred once the broken needle was in the fully extended position after the damage was sustained. A product-specific discrepancy or anomaly that could have contributed to this occurrence was not observed. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. In the past 12 months, there has been only one other report of needle breakage. Therefore, this report represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: the information provided indicated the echotip ultra endoscopic ultrasound needle was inserted into the pancreatic duct in preparation to insert a wire guide through the needle and across the strictured area for stent placement. The intended use of the echotip ultra endoscopic ultrasound needle is listed in the instructions for use and is listed as "this device is used with an ultrasound endoscope for delivery of injectable materials into tissues during endoscopic procedures and fine needle aspiration (fna) of submucosal lesions, mediastinal masses, lymph nodes and intraperitoneal masses within or adjacent to the gastrointestinal tract." Therefore, the needle was used in contradiction with the intended use listed in the instructions for use. The instructions for use direct the user not to use this device for any purpose other than the stated intended use. Use of the needle in this manner may be related to the needle damage observed. The information provided indicated the endoscope was in a torqued (i.e. Twisted) position during the procedure and three (3) passes of the needle into the pancreatic duct were performed in order to gain access. An application of excessive pressure to the needle device during multiple passes through a twisted endoscope position could have contributed to the needle damage observed. Our laboratory evaluation indicated the appearance of the damaged needle and outer sheath suggest that an outside force (i.e. Additional pressure during needle movement or advancement) and/or another device (i.e. Endoscope and/or endoscope elevator) could have caused the damage observed. The instructions for use direct the user to introduce the ultrasound needle into the endoscope accessory channel in small increments until the luer lock fitting at the base of the sliding sheath adjuster meets the fitting on the endoscope accessory channel. This activity will aid in device preservation. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual and functional test to ensure device integrity. The visual inspection includes verifying the product is free of kinks and bends. The functional test includes extending and retracting the needle to ensure proper function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the intended use listed in the instructions for use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.